Manufacturer narrative:
The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient was revised due to articular surface post fracture.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2016-04440.